Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review or sterile lot record review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system; infection or sepsis. (B)(4).

Event description:
Approx two weeks following an uneventful novasure endometrial ablation procedure performed on (B)(6) 2010, the pt reported a low-grade fever and vaginal discharge. Her white blood cell count was "17" and the pt was started as on cipro (ciprofloxacin) and flagyl (metronidazole) for possible endometritis. On (B)(6) 2010, she passed a large piece of necrotic tissue with foul smell that was identified as a fibroid through pathology. The culture results indicated (B)(6). On (B)(6) 2010, the physician reported that the patient was seen on f/u and was "doing well".